Manufacturer narrative:
The device evaluation is on-going. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflator flow rate is missing a decimal point in the display. The issue occurred during inspection in preparation for use. The unspecified therapeutic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "front panel display is missing" was caused by a faulty front panel light-emitting diode. Olympus will continue to monitor field performance for this device.